Manufacturer narrative:
Main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead; product ID 3550-29, serial # unknown, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead; product ID 3550-29, serial # unknown, product type accessory.

Event description:
The patient via a manufacturer representative reported that they had a spine surgery and afterwards they stopped feeling stimulation. Impedance measurements were taken and they all showed over 10,000 ohms. As of (B)(6) 2016 the patient still did not have stimulation. They were deciding if they wanted to have a revision of their device. The patient was getting some relief from their spinal surgery. It was noted that the patient also needed an MRI. The patient was implanted for spinal pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3550-29, serial# unknown, product type: accessory. Pertains to the lead (s/n: (B)(4)). No longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported patient had surgery several months ago and both patient and physician think the implant may have been damaged during the procedure and that is the reason for the MRI. Caller states patient had surgery (possibly facet surgery) and did not use the device for a few months afterwards. When they turned it on in (B)(6), it did not work. Caller confirmed device worked before the surgery. The patient was able to turn device on but it is not providing effective therapy. Caller states patient was able to put device into MRI mode for the scan on the date of the report.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3550-29, lot# serial# unknown, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3550-29, lot# serial# unknown, product type: accessory. Analysis of the implantable neurostimulator (s/n: (B)(4)) found no anomalies. Analysis of the lead (s/n: (B)(4)) found the conductors broken in the body of the lead. Fdc 11 pertains to the lead (s/n: (B)(4)) and fdc 71 pertains to the recharger (s/n: (B)(4)). Fdm 10, 23, 26, 37, 38 and fdr 180, 452 pertain to the lead (s/n: (B)(4)) and fdm 10, 23, 26, 37, 38 and fdr 213, 825 pertain to the implantable neurostimulator (s/n: (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.